Manufacturer narrative:
(B)(4). Analysis description: final analysis found that confirmed that it was difficult remove the atrial setscrew. After the atrial setscrew was removed, epoxy fragments and metal burrs in the connector block. The damage found likely resulted in the reported setscrew issue. (B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the physician was unable to engage the setscrew in the pulse generator header. Multiple wrenches were used. The device was explanted and replaced. The patient was stable.